Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a bankart surgery the anchor broke at the end of the anchor when inserting the device into the glenoid. These particles could be completely removed by the suction on the shaver. The anchor itself held and was used to finish the procedure. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted a broken ar-2922bc-1 suture anchor, biocomposite¿ pushlock® 2.4 x 11.3 mm with the remaining threads on the proximal end of the the anchor. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error in misaligned insertion; prying/leveraging the device during insertion.